Event description:
It was reported by the sales consultant called in to report an unknown failure during a procedure on (B)(6) 2014. Per an email from service and repair when the product was received there was a cable stuck inside the instrument causing the issue. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the customer reported the item had a cable stuck inside it. The repair technician reported binding as the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair on 14-aug-2014. This item passed synthes final inspection on 19-dec-2014. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. No service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.